Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was successfully implanted. Pre-procedural echocardiography showed no significant haze. The laa had three significant pectinate at 135 degrees. The ridge was normal. Due to renal function failure the contrast imaging was not performed. Left atrial pressure was 10-17mmhg, and a total of 5000 units of heparin were administrated to the patient and the activated clotting time (act) was 290 seconds. The ostium had a maximum of 24mm on transesophageal echocardiography (tee) and a 31mm device was selected. Deployment was performed from the innermost part of the anterior lobe and deployment was completed in a bell-shaped. There was no significant inclination. There was a cul-de-sac formation at 45 degrees. There was a 1mm leak on the 90 degrees inferior side and a 1.6mm leak on the 135 degrees posterior side, but if pulled to the proximal side, it would likely not be possible to anchor into the pectinate and protrusion would be unacceptable, so it was decided to release the device at this position. The procedure was concluded. The patient was prescribed eliquis as a postoperative medication, and the patient was discharged. The patient had a routine 45-day follow-up tee, and no device thrombus was noted. Three (3) months after the procedure, the eliquis dose was changed to clopidogrel tablets 75mg. The patient had a follow-up tee after a year and imaging revealed a non-mobile, anechoic/dome-shaped, device related thrombus (15mm x 10mm) on the closure device. The patient was ordered to switch to eliquis, and a repeat tee is expected in two (2) months. No complications were reported, and there was no adverse effect to the patient.